Event description:
The customer reported discrepant results for the architect (B)(6) qualitative ii assay generated from six patient samples. One patient sample (sid (B)(6)) generated (B)(6) results of 0.08 using reagent lot 30086lf00 and a (B)(6) result of 0.13 s/co on (B)(6) which was later repeated (B)(6)at 34.16 s/co using reagent lot 33163lf00 on a second analyzer. These last two results generated when tested on (B)(6). No impact to patient management was reported. The customer is questioning the (B)(6) results.

Manufacturer narrative:
This report is being filed against an ex-us product (02g22) which has similar products (01l80 and 04p53) distributed in the us. This report references report number 3008344661-2014-00004 which was previously submitted for the same patient. The (B)(6) result of 0.08 s/co and was generated from this patient sample was listed in the previous MDR (3008344661-2014-00004) as a result generated using lot 33163lf00. However, additional information indicated that this result was in fact generated by lot 30086lf00 which has been evaluated with the following results. Product evaluation was performed in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause lot. There is no adverse trend for the products and the complaint trending report review determined that complaint activity was normal for the issue. In the absence of returned patient samples, clinical sensitivity performance was assessed using retained samples of lot 30086lf00. Reagent lot 30086lf00 detected the same first (B)(4) bleed for each of the seroconversion panel sets when compared to historical data. This seroconversion panel testing shows that the product lot is performing acceptably when compared to historical data. A review of the manufacturing documentation did not identify any issues related to the customer observation. No product deficiency was identified and no additional issues were identified during the investigation of this issue. There was not enough information to reasonably suggest a malfunction had occurred. The issue observed is potentially due to sample integrity or sample handling. The customer was referred to the assay package insert where such an issue is listed along with the corrective and preventive actions.